Event description:
Per the clinic, the patient was hospitalised for three days (specific date not reported) due to loud noise without device use. The patient was treated with antibiotics (type, date and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.